Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed ventilator inoperable and transducer fault alarms. The fsr resolved the reported issue by replacing the main printed circuit board. The user verification test and operational verification procedure was performed and the unit passed all testing.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. The combination of transducer faults at power-up with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks.